Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood observed on all conductors; full lead analyzed.

Event description:
It was reported that the rv lead had high threshold. The pace/sense function of the rv high voltage lead was replaced with a pace/sense lead. There was muscle/nerve stimulation due to the 4194 lv lead. During implant attempt for a new 4196 lv lead, there was positioning/fixation difficulty due to patient anatomy. The 4194 lv lead is still in use. No patient complications have been reported as a result of this event.